Event description:
Litigation alleges patient had pain, grinding, clicking, popping, difficulty walking, elevated cobalt and chromium levels, permanent disability and disfigurement after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der received.  The patient was revised to address infected hip. The surgeon removed the components and decided to implant prostalac spacer. The patient had a corail stem with asr xl hip ball and cup. The patient also has legal representation.  Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.

Event description:
Litigation alleges patient had pain, grinding, clicking, popping, difficulty walking, elevated cobalt and chromium levels, permanent disability and disfigurement after asr hip implant. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.